Event description:
The facility reported a fail code 570 during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information pt demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.